Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a broken battery cap, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
Customer reported hospitalization due to low blood glucose readings. It was noted that the customer was incoherent, shaking and unresponsive prior to the hospitalization. Customer was kept in the hospital for four days and then released. Customer mentioned having high blood glucose readings after being released from the hospital due to the insulin pump being suspended. Customer reported having a blank display on the insulin pump. Customer stated that the battery cap had a crack. Customer replaced the batteries and the insulin pump was working. The drive support cap was noted to be normal. No further information reported.